Event description:
Medtronic received information that during implant of a transcatheter bioprosthetic valve into a patient with severe aortic stenosis, pre-existing atrial fibrillation (afib) and a horizontal aorta, the patient's pressures did not stabilize and remained approximately 50 mmhg. A transthoracic echocardiogram (tte) was performed and a pericardial effusion was noted. A pericardiocentesis was performed and the patient was intubated and a transesophageal echocardiogram (tee) was performed. The physician believes the pericardial effusion occurred due to a left ventricle perforation caused by the non-medtronic (lunderquist) guidewire. Per the physician, the valve, delivery catheter system (dcs) and sheath did not contribute to the perforation. The patient was hemodynamically stable. No additional adverse patient effects were reported. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2).